Event description:
The customer reported approximately ten (10) milliliters of clear, colorless fluid leaked outside from the center area of the instrument during quality control (qc) analysis involving coulter hmx hematology analyzer with autoloader. The customer stated system startup passed. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing had a hole at a pinch point at pv-49. It had become worn through routine use. The leak was isolated to a small area on the countertop. The fse replaced the tubing through pv-49 and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).